Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found.

Event description:
Same case as MFR report #: 6000093-2007-00198. Clinical trial. It was reported that 589 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a target vessel reintervention. Target lesion 1 was identified in the svg (saphenous vein graft) site in the proximal cx (circumflex) with 80% stenosis and measuring 3.5x16mm reference vessel diameter. Treatment consisted of placement of a 3.5x24mm taxus express2 drug eluting stent, post-dilatation, and the use of a distal protection device. Residual stenosis was 0%. Target lesion 2 was identified in the native distal cx with 90% stenosis and measuring 2.8x12mm. Treatment consisted of predilation, placement of a 2.75x20mm taxus express2 drug eluting stent via the saphenous vein graft, and post-dilatation, reducing stenosis to 0%. Target lesion 3 was identified in the 1st diagonal with 99% stenosis and measuring 2.0x16mm. Treatment consisted of predilation and placement of a 2.5x24mm taxus express2 drug eluting stent, reducing stenosis to 0%. The pt was discharged eight days post procedure on asa and plavix. The pt was admitted 583 days following the index procedure due to progressive chest pain and shortness of breath. The ao to lcx vein graft was treated with cutting balloon angioplasty with 20% residual stenosis. At this time, the proximal lad was treated with placement of a 3.0x15mm taxus express2 drug eluting stent with no significant restenosis. The pt was discharged the next day on asa and plavix. The site confirmed that the 1st diagonal stent that had the restenosis at this time was another manufacturer's drug eluting stent that had been placed in 2005, not the 2.5x24mm index procedure taxus stent. The clinical events committee has adjudicated this event as possibly related to the devices.